Event description:
It was reported that, after a posterior knee replacement performed on (B)(6) 2010, the peg of a genesis ii revision knee tib insert broke. A revision surgery is schedule to be performed on (B)(6) 2021. It is unknown the patient¿s current status of health. No other complications were reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. The lab analysis concluded that as received tibial insert showed a fractured post with wear and deformation on the posterior surfaces of the fractured post tip. There was also wear and deformation at the base of the post which remained on the tibial insert. Additionally, wear, deformation, and scratching were observed on the articulating surface of the insert. Damage was also observed on the periphery of the insert. The post tip itself showed damage on the posterior and inferior surfaces. No material or manufacturing defects were observed in the component during investigation. The clinical/medical evaluation concluded that this case reports a revision surgery 11 years following implantation due to an insert breakage. One undated photo of the device was provided for review confirming the reported breakage. It was also communicated via e-mail that ¿dr verrier opened the knee with standard medial patellar cut. Direct view of primary knee prosthesis with ps insert with broken ¿peg¿. Insert was removed and site debrided of debri. New insert of same size was inserted and wound closed.¿ although requested the operative and x-rays where not provided for review. The patient¿s current health status is unknown, and the patient impact could not be determined based on the limited information provided. Based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated a review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique or implant failure. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.